Event description:
It was reported by the patient that they became dizzy and fell to the ground. The patient went to the hospital, where they were treated for bone fractures, as a result. The patient had no idea what caused them to be dizzy. No further details to report.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and fractured bones. No lot release records were reviewed, as the product lot number was not provided.